Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato; guide catheter: hyperion 7f spb3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 100% occluded lesion in the proximal left anterior descending artery. The was an acute myocardial infarction case. There was no calcification, which was confirmed on intravascular ultrasound (ivus); therefore, the 3.5 x 33 mm xience alpine stent delivery system (sds) was advanced for direct-stenting. The sds was inflated to 10 atmospheres (atm), but it was observed that the inflation device did not hold the pressure. When negative pressure was applied, blood came into the inflation device, and a balloon rupture was suspected. It was confirmed that the stent was fully apposed. Post-dilatation was performed with a 4.0 x 8 mm non-abbott balloon catheter. Ivus was performed, and the procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material rupture was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.